Event description:
It was reported that a shuntassistant 2.0 (#fx102t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event as cc (B)(6) / med watch no.: 3004721439-2025-00288.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the valve is operating not within the accepted tolerance in the horizontal position. A slower outflow could be determined. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant 2.0. Results: based on our investigation results, we can determine a slower outflow in the valve. The determined deposits can be named as the cause for the functional deviation . Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.